Manufacturer narrative:
Occupation: patient family member/friend. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had their device implanted 14 years ago. On (B)(6) 2018, they started experiencing headaches so they checked the level, and it was at 1 so they increased the level to 2.5. On the day of the report, they checked the device again, and it lowered to 2. It was noted the patient was currently doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that everything was okay.